Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the intellivue x3 monitor indicating the system has a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
No device evaluation was completed for the system in question due to the device being considered defective on arrival. Philips supplied the customer a replacement system to resolve their issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.